Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose of the patient was 321 mg/dl. Customer stated the other blood glucose value was 153 mg/dl. Customer treated with shot. Customer stated the insulin pump had no power and also had low battery alert. Customer stated the battery cap was missing the gold connector that belongs on the battery cap. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.